Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance to inspect and clean the cartridge and pneumatic tap area, and though initial loading attempts failed, a new cartridge fill was completed with assistance, and the case was referred for further troubleshooting.